Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away. The patient was hospitalized for the peritonitis and was treated with an unspecified antibiotic (dose, route and frequency not reported); however, the patient¿s condition was getting worse. Pd therapy was discontinued. It was reported that the patient had not recovered from the peritonitis prior to time of death. It was not reported if an autopsy was performed. Additional information was requested, but the reporter declined to provide further information about this event.